Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 99% stenosed lesion was located in a moderately tortuous, calcified left carotid artery. A non-bsc introducer sheath and non-bsc guide wire were inserted. The 3.0 x 60/135 (4f) f/g, sterling, mr balloon catheter was selected for use and advanced to the target lesion. A non-bsc inflation device was used to inflate the balloon. The balloon was inflated twice at 6 atm for each inflation. During the third inflation, the balloon ruptured at 6 atm. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 99% stenosed lesion was located in a moderately tortuous, calcified left carotid artery. A non-bsc introducer sheath and non-bsc guide wire were inserted. The 3.0 x 60/135 (4f) f/g, sterling, mr balloon catheter was selected for use and advanced to the target lesion. A non-bsc inflation device was used to inflate the balloon. The balloon was inflated twice at 6 atm for each inflation. During the third inflation, the balloon ruptured at 6 atm. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by mfg: a magnified inspection of the returned device revealed a longitudinal tear in the balloon wall on the distal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The inner shaft was kinked on both sides of the distal markerband. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).